Manufacturer narrative:
The reported condition of channels are out of service was confirmed and duplicated. The reported condition is due to failure code 803:20 on channel b caused by corrosion. Channel a was replaced to correct the reported condition. (B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of "channels are out of service". It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.03.00 which is categorized as unremediated. No additional information is available. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
(B)(4).correction: channel b was replaced to resolve this issue.

Manufacturer narrative:
(B)(4).additional information: the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).